Manufacturer narrative:
The catalogue# is 35700bax2. PMA/510k# k133801. Additional information b5: it was reported that two unspecified spectrum pumps alarmed upstream occlusion during heparin therapy (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available. Additional information h10: the devices were not returned and the serial numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified spectrum pump alarmed upstream occlusion during heparin therapy (dose, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.